Event description:
It was reported that the ilet pump¿s display screen was cracked, after which the user could unlock the device but the top icons did not respond to touch; the user disconnected from the pump and reverted to backup therapy, and education was provided on shutdown and return procedures. Symptoms included hyperglycemia with a blood glucose of 360 mg/dl. Outcomes included temporary interruption of insulin delivery with user-directed transition to backup therapy and continued cgm use via the dexcom app or receiver. Investigation included customer education, verification of device identifiers and shipping details, and arrangements for device return and replacement. Investigation of this case revealed a damaged display assembly consistent with physical damage and resultant user interface failure, which impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.